Event description:
I had breast cancer and had reconstruction using saline breast implants. I've been told for years my symptoms were a side effect of treatment. I am now reading about breast implant illness. I have had to take an early retirement because of extreme joint pain, bone pain, depression, skin rashes, liver disease, muscle spasms, continual infections (uti, yeast, intestinal), brain fog, swelling in face, legs, arms, the list goes on. I have had scans, mris, CT scans prescribed by my oncologist thinking my cancer has returned. I've been on a handful of medications for depression and anxiety, after being told it's a side effect of cancer recovery. I have intestinal issues and have had countless tests looking for parasitic infections, and autoimmune diseases. I have nash liver disease, which I was told was due to chemotherapy toxicity. I have hypothyroidism. I am swollen and bloated. To have all of this happen in women with breast implants who never had cancer to me is the most telling sign that this is real. Not to mention the data that supports this. I am blown away that the FDA is just now addressing this issue. I almost lost my life to cancer. I have five children and a full and happy life. I struggle to walk down the steps to see them. I have been through enough pain and suffering not to mention serious financial loss (medical debt and lost wages) from cancer and now this. And I don't even know if my insurance will cover these things. FDA safety report ID# (B)(4).